Manufacturer narrative:
Inspected one random opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Also found 2 of 4 opened/used sensors with insertion needle bent in sensor base. Unable to confirm customer received sensors in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 140 mg/dl, 120 mg/dl and the sensor glucose was 40 mg/dl. The customer was assisted with troubleshooting. Insulin delivery was suspended due to sensor values. Customer states the sensor value that triggered the suspend on low or suspend before low event was 40 mg/dl. Suspend on low limit in sensor settings was not check. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor was returned for analysis.